Manufacturer narrative:
The navio handpiece thumbscrew, part pfsr100026 intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with over tightening with excessive force by the user. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during set up for a navio-assisted tka surgery, the navio handpiece thumberscrew was over tightened and it broke off. There were no delays and no patient was harmed as patient was not ready for the procedure and there was a backup available.